Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2020-01656. Section g. Box 5. 510(k)#.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report 3005168196-2020-01656. Section d. Box 1. Brand name. Results: there was no damage to the exterior of the lightning. Conclusions: evaluation of the returned lighting was unable to confirm the reported event. The lightning was plugged in and powered on without issue. During functional testing, all visual and audio cues operated as intended. Penumbra lightning aspiration tubing is inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a lightning aspiration tubing (lightning), indigo system aspiration catheter 8 (cat8), and penumbra engine (engine). During the procedure, the physician accessed the internal jugular vein and proceeded to clear the pulmonary embolism (pe) using the cat8. The cat8 was working well initially. However, while the physician was aspirating clot, the vacuum pressure suddenly stopped, and the indicator light on the lightning turned from green to solid red. Subsequently, the physician made attempts to troubleshoot the clogged lightning. The engine was unplugged and powered off. Next, an attempt was made to clear the lightning by dipping the lightning into saline with aspiration on, putting a finger over the end of the lighting and tapping the lightning while submerged in saline. Additionally, a dilator was used to gently flush the end of the lightning with aspiration on. However, the issue with the lightning was unable to be resolved. Therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using another lightning and the same cat8. There was no report of an adverse effect to the patient.